Event description:
It was reported while using bd alaris pump module smartsite infusion set the tubing was kinked causing air bubbles in line. There was no report of patient impact. The following information was provided by the initial reporter: rn assessed line and noted bubbles to form under slightly kinked tubing. Attempted to unkink tubing. Unsuccessful.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 22066147. D4: medical device expiration date: 22jun2025. H4: device manufacture date: 22jun2022. D4: medical device lot #: 22066207. D4: medical device expiration date: 24jun2025. H4: device manufacture date: 24jun2022. D4: medical device lot #: 22066208. D4: medical device expiration date: 23jun2025. H4: device manufacture date: 23jun2022. D4: medical device lot #: 22066276. D4: medical device expiration date: 23jun2025. H4: device manufacture date: 23jun2022. D10: device available for eval yes, d10: returned to manufacturer on: 04-jan-2023. Investigation summary one sample of material number 2420-0007 was received for quality evaluation. The customer complaint of tubing defective / damaged could not be verified. Evaluation of the sample began with a visual inspection of the infusion set for any component damages or defects. Kinks were located directly below the drip chamber, below the lower pumping segment fitting, and at one of the outlet ports of a smartsite. A simulated infusion was then conducted to determine if the infusion set showed signs of leakage, air-in-line, or occlusion. Time was taken to properly prime the infusion set before the simulated infusion. The infusion was conducted at 400 ml/hr and was to dispense 50 ml. The volume dispensed was captured by a graduated cylinder to determine if the kinks in the tubing caused the rate of infusion to be altered. After the infusion was completed, there were no signs of leakage, air-in-line or occlusion, and the volume dispensed was accurate. The lot number was reported as unknown. The device history review was conducted using possible lot numbers determined by cross referencing the smartsite ID numbers on the infusion set assemblies. A device history record review for model 2426-0007 lot number 22066147 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0007 lot number 22066207 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0007 lot number 22066208 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0007 lot number 22066276 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of the kinked tubing seen in this complaint can be related with an incorrect coiling of the set and possible excess solvent in the assemblies. A quality alert was performed to reinforce the assembly procedures into the correct process of coiling the sets in order to avoid kinked tubing in the products.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite infusion set the tubing was kinked causing air bubbles in line. There was no report of patient impact. The following information was provided by the initial reporter: rn assessed line and noted bubbles to form under slightly kinked tubing. Attempted to unkink tubing. Unsuccessful.